Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has error message safety disk repl. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the safety disk had been previously changed, but the hours were not reset, in order to resolve the issue, the fse reset the hours and the fault cleared. The fse then ran and passed all performance and function tests. The unit was cleared for customer use.